Manufacturer narrative:
It was noted that the patient squeezed their finger when obtaining blood for the meter test. In relation to getting a good drop of blood, product labeling states: "do not press or squeeze the finger." The investigation did not identify a product problem.

Manufacturer narrative:
Section e3: occupation is patient/consumer the test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." H3 other text : na.

Event description:
We received an allegation of discrepant inr results with coaguchek xs meter serial number not provided compared to an unknown laboratory method and a coaguchek system used at the pharmacy. On (B)(6) 2023 the meter result was 7.1 inr. The result from the laboratory within 1 hour was 4.6 inr. On (B)(6) 2023 the meter result was 2.6 inr. The result from the pharmacy¿s coaguchek system within 5 minutes was 1.4 inr. The patient¿s therapeutic range is 2 ¿ 3 inr.